Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global poor connection with leak. The following information was provided by the initial reporter: interruption of treatment at 3 repetitions to adapt the tubing to the catheter. 15 may. I can confirm that there was no clinical impact on the two patients, other than the loss of the product.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381012 and lot number 4162504. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.